Event description:
The complainant reported that injector tubing separated from the injector syringe two (2) times. One at 600 psi and one at 1100 psi. No harm or injury reported. This is one of two reports: 1721504-2010-00364.

Manufacturer narrative:
Device eval: one tubing assembly was provided for investigation. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and did not reveal any exception documents. The device was visually examined. Slight damage to the threads of the female luer indicate it had been connected to a mating device. The luer was measured and found to be within specification. The luer was connected to several male luers w/o issue. Complaint unconfirmed. The damage observed would not lead to the reported failure. Eval method: the device history record was reviewed, complaint data base was reviewed. Results: unable to confirm complaint. Conclusion: no conclusion can be drawn.